Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 598 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump and a manual injection to address the issue and went to the emergency room with trace ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Date of event is approximate and duration of stay was not known.